Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator did not convert the induced ventricular fibrillation (vf) with either polarity. The s-ICD was repositioned more posterior after which there was difficulty inducing the patient. It was noted that the patient was of a larger stature and had been under anesthesia for three hours. The electrode impedance measurements were all within normal limits. The following day defibrillation threshold (dft) testing and further induction testing were performed with good impedance measurements, but they still were unable to induce the patient. X-rays were sent into boston scientific technical services (ts) for review. Ts noted the s-ICD and electrode appeared to be in good position, but the electrode may benefit from being placed slightly deeper. The physician stated he would attempt an external induction using a catheter and if that was unsuccessful they would consider a revision of the electrode. Ultimately a revision procedure did occur where the electrode was repositioned and the patient was successfully induced and terminated with one shock. No additional adverse patient effects were reported.